Event description:
Protime microcoagulation system inr 8.4 vs unspecified lab system inr 3.3. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer eval/investigation pending product return.